Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # j0511621v, implanted: (B)(6) 2005, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient reports a shocking or jolting sensation. The caller stated 2-3 weeks ago he was shocked badly when he walked into lowe's. The discomfort lasted a couple of days due to the severity of the shock. The day before reported event date, he was shocked when he walked into (B)(4). The previous stimulator never shocked him when he went into/out of stores. The patient stated he made representative aware of the issue a couple of weeks ago and (B)(4) indicated to him that the shocking was abnormal. The patient stated he would make an appointment to have stimulator checked. Additional information received reports the patient was advised to try different program, lower stimulation when entering this store. Apparently the shocking sensation happened once earlier this year but the patient didn't report. There were no diagnostic testing or troubleshooting performed but will be performed in the future. The patient was reprogrammed and potential reprogramming and impedance check later in (B)(6). Patient noted shocking/jolting sensation that was painful when exiting a (B)(4). Stimulation seemed to "surge" and it was very uncomfortable. It was noted that the patient was alive with no injury as reported event date. Painful shocking from his interstim device was reported. Patient felt pain/extreme discomfort when exiting a (B)(4) store (through security gates). The patient stimulation seemed to surge as he exited. Additional information received reports the representative saw the patient in clinic on tuesday. He was concerned about these ¿shocking¿ incidents in that they have never occurred before. He has had this device for a number of years with a battery change in (B)(4) 2013. The representative reprogrammed his device to lower pulse width and suggested he try one of the other programs. Prior to this time, he had not used any of the other programs in his device. The representative also suggested he turn down the stimulation prior to entering either of the stores where he experienced his issues. The patient was to follow up with healthcare provider at some point in the next few months.